Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/20/2014 with the following findings: the complaint of a temperature issue could not be investigated. The pump did not power on. Moisture was evident behind the display lens. Leak testing found a display lens leak. Moisture was evident on the pump internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported the issue occurred after the pump was exposed to moisture. No pump damage was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.